Manufacturer narrative:
Combination product: yes. The lead and the ICD were returned for analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. ICD analysis: upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 28 months and 83 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles with shock deliveries. The data also documented an increased ventricular pacing impedance with >3000 ohm. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The impedance measurement functions of the ICD showed no anomalies. In conclusion, a thorough analysis of the ICD proved the device to be fully functional. Lead analysis: upon receipt, the lead under complaint was cut 50.5 cm proximal to the lead tip. Only the distal lead fragment with inserted locking stylet was available for analysis. Multiple signs of wear with rubbed through insulation could be noted along the lead fragment. In the distal region of the lead fragment, the conductor cable to the ring electrode was fractured. These damages can be considered the root cause of the clinical observations. The characteristics of this damage indicate excessive wear on the lead. Thus, it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Furthermore, the lead showed signs of severe stretching and deformations which most likely occurred during the explantation procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Impedances were over 3000 ohms and patient was inappropriately shocked over 50 times. Detection was turned off. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The returned data have been analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to 70 charging cycles and 54 shock deliveries on november 15, 2024 between 09:05 am and 09:43 am. Further the data showed an increased ventricular pacing impedance with >3000 ohm. Based on the available data the root cause of the clinical observation could not be determined. There was no indication of an ICD malfunction, however, the integrity of the lead cannot be assured. Should additional relevant information or the devices itself become available, the investigation will be updated.